Event description:
On (B)(6) 2012, lifescan (lfs) contacted the patient's pharmacist from (B)(6) alleging a sample draw issue with the one touch verio test strips. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved since the pharmacist was not able to continue with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed a sample draw issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.